Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen for a two week post-implant follow-up, interro- gation of the pacemaker system showed >1990 ohms in both unipolar and bipolar polarities. Although the device would not capture in either mode, p waves were sensed in the unipolar mode. When the pocket was opened and the set screws tightened, normal operation ensued.